Event description:
It was reported that insulin pump was dropped and part of the insulin pump was detached. Customer's blood glucose level at the time 190 mg/dl. Advised insulin pump would be replaced.

Manufacturer narrative:
Unit received with cracked case at display window corners, reservoir tube window corners, reservoir tube window, end cap and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker. Unit received with stained back address, serial number label sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.